Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that tpa was administered. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q1 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for hemolysis and suspected thrombus due to high ventricular assist device (vad) flow and power without alarms for a week. Warfarin was held and patient was initially started on heparin bridge then switched to bivalirudin when lactate dehydrogenase (ldh) was seen to be on the rise, from 462 to 565. Ldh continued to rise, hitting a maximum of 2,483 u/l before starting to come back down. The patient was treated with alteplase but after several days, ldh climbed precipitously again into the 1000s and tissue plasminogen activator (tpa) was given again. Bivalirudin was stopped as patient was transitioned back to warfarin. The patient was able to be discharged home on in stable condition with an ldh of 226 that day. Thrombus was confirmed via manufacturer¿s report. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q1 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.